Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B) (6) 2007 - a bard composix kugel hernia patch, small oval, 8 cm x 12 cm, was used to repair pt's hernia defect. On (B) (6) 2007 - pt's bard composix kugel hernia patch was explanted. At the time of explant, the operative report notes that pt's bard composix kugel hernia patch is explanted due to partial small-bowel obstruction secondary to extensive omental adhesions. Pt continued to experience abdominal pain and discomfort after his multiple hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.